Event description:
Medtronic received a report that the doctor was performing a davf embolization procedure using an apollo microcatheter to deliver onyx. Approximately 10 minutes into the injection, the apollo catheter ruptured. The rupture site was located approximately 8 cm distal to the junction between the pink and blue sections of the catheter. Following the rupture, it was no longer possible to reposition the catheter for embolization. The procedure was continued using an echelon catheter from an alternative access site to deliver onyx, and the embolization was successfully completed. The catheter ruptured with onyx. The catheter was ruptured (intact). The rupture was in the middle of the catheter. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. The injection rate was unknown. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for transarterial embolization (tae) for dural arteriovenous fistulas (davf). It was noted the patient's vessel tortuosity was minimal. The patient is alive with no injury. Ancillary devices include shuttle 6f 90cm guide catheter, apollo 1.5cm/echelon 10 microcatheter, boston transend 0.010"/synchro 0.014" guidewire, I-ed coils, onyx18*2/squid12 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned within a shipping box and a plastic pouch. Visual inspection/damage location details: onyx was found within the apollo catheter hub. The apollo catheter body was found ruptured at ~19.5cm from the catheter distal tip. The apollo catheter ldpe coupling tube high bond was found damaged (stretched). The apollo catheter distal tip was found intact and in good condition. Onyx was found with the apollo catheter distal tip lumen. Testing/analysis: none. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported after the apollo catheter ruptured, it was not possible to approach the original embolization site with a new catheter. The embolization had to be completed via an alternative vascular pathway. The injection was paused intermittently to inject contrast agent and confirm the patient's embolization status. The injection rate was followed according to the instructions for use (IFU). The embolic agent did not reach any unintended location. No medical intervention was required. The patient is recovering well. The anatomical location of the apollo tip is in the eca (external carotid artery).